Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four inappropriate shocks. The device was programmed to the alternate sensing vector with a 1x gain. A company field representative evaluated the patient in secondary vector and that vector had noise with arm motion just like in primary, so that vector was not chosen. Alternate vector with a 2x gain was programmed and the device was programmed to a single therapy zone at a rate of 240 bpm. The patient then received another inappropriate shock in alternate due to a decrease in signal amplitudes. Boston scientific technical services (ts) discussed there may not be many non-invasive options and since there is noise with arm movement in primary and secondary vectors, it may be that the device is moving around and may need to be resutured or placed deeper under the muscle if not already there. It was noted that shock impedances were in the 90 to mid-90 range. No adverse patient effects were reported. The field representative was contacted and confirmed final programming was alternate vector and no further issues have been observed. Additional information was received that the patient had another untreated event in (B)(6) 2017 due to oversensing non-physiologic artifacts. Ts discussed options of reviewing system placement or possibly re-screening patient to obtain larger r-wave amplitudes. The physician mentioned they will review the isometrics and secondary vector option. The field representative was contacted and confirmed that no changes were made and the physician will continue to monitor the patient. In mid-(B)(6) the s-ICD system was explanted due to ongoing issues with inappropriate shocks from noise in all vectors and double counting. The s-ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory noted no resets, errors, or fault codes. Review of the recorded electrograms for treated episodes noted double counting and noise when sensing in primary vector and a very small signal amplitude in alternate vector. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.